Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses . (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5112054 that a female patient who underwent an unspecified breast surgery with two 590cc mentor memorygel breast implant has experienced right-sided capsular contracture (unknown grade), implant symptomatic rupture and unexplained systemic symptoms postoperatively, including sickness, flu-like symptoms, sensitivity to light, body temperature issues, pain, swelling, thyroid issues, fatigue, sleep issues, fluid collection in the chest. As a result, patient underwent bilateral removal without replacements on (B)(6) 2020. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the patient also reported infection and severe scarring from the implants. Manufacturer¿s reference number: (B)(4).